Manufacturer narrative:
The field service engineer (fse) evaluated the instrument on 05/06/2016. The fse found that the tubing connected to the differential mixing chamber was cut. The fse replaced the tubing, which repaired the leak. The repairs were verified by the fse. (B)(4).

Event description:
The customer reported a leak near the laser of the coulter lh 750 hematology analyzer. The volume of the leak was about 1 ml and was contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of gloves, laboratory coat and goggles at the time of the event. There was no report of injury or biohazard exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.